Event description:
It was reported that the patient was recently hospitalized for a progressive driveline infection requiring incision and drainage and washouts. The patient had a steady increase in lactate dehydrogenase (ldh) levels and subtherapeutic international normalized ratio (inr) with mostly therapeutic activated partial thromboplastin time (appt) while they were off coumadin (warfarin) and on heparin. There were concerns about rotor instability. A review of the log files by technical services found elevations in pump power & pump flow during the approximately 21-day length of the log file, many associated with pulsatility index (pi) events. There were no events in the log file indicating any disruption of pump function.

Manufacturer narrative:
B3: event date was requested but not provided and has been estimated. Manufacturer's investigation conclusion a direct correlation between the reported event and heartmate ii left ventricular assist system (lvas), serial number vad-13464 could not conclusively be determined through this evaluation. Additionally, analysis of the log files provided by the account confirmed an elevation in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The submitted log file contained data from (B)(6) 2023 to (B)(6) 2023, per the timestamp. Analysis of the submitted log file revealed transient power elevations up to 11.3 watts on 04apr2023. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient was recently hospitalized for a progressive driveline infection requiring incision and drainage (I&d). The patient also had a steady increase in lactate dehydrogenase (ldh) levels and subtherapeutic international normalized ratio (inr) with mostly therapeutic activated partial thromboplastin time (appt) while they were off their coumadin and placed on heparin. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists infection and hemolysis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.